Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to upload insulin pump to carelink and requested assistance. Customer reported that upload would stop at a certain percentage. Customer alo reported of been hospitalized on (B)(6) 2017 with blood glucose of 700 mg/dl. Customer had symptom of high blood glucose; customer was vomiting. Customer was hospitalized due to high blood glucose and a bladder infection. Customer was treated with IV fluids. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for high blood glucose. Upload to carelink was not successful and would call back to speak with pc software department.